Event description:
Plaintiff states that she was a labor and delivery technician and continuously wore latex gloves. She states that she suffered from hives, wheezing, runny eyes, runny nose, and shortness of breath and feels these symptoms were related to the use of latex gloves. She states that she has suffered severe and irreversible latex allergy.